Event description:
The transducer was started to use during a cardiac surgery on (B) (6) 2008. On (B) (6) 2008, the tube detached. The defective tranducer was replaced and there was no harm to the pt.

Manufacturer narrative:
Received one used unit for the investigation. The device history was reviewed for the reported lot number 710572 and no irregularities were noted during the lot's manufacture. Conclusions: the engineer concludes that this type of defect could be caused by the gap that is greater than 2mm that resulted in the tubing to detach from the nozzle of drip chamber during application. The gap between the tubing and drip chamber is caused by an uneven cutting edge of the tubing by the mfg process and an over-sight during the outgoing inspection to check for gap between tubing and drip chamber. Corrective actions taken include the updating of the procedure to increase inspection for no gap between the tubing and the drip chamber and re-training of production associates on the bonding process. (B) (4). (B) (4).